Event description:
When the pump was replaced, they found the catheter was "pinched off" by scar tissue. Due to this, the patient hadn't been getting medication from december to march when the pump was replaced. During this time, the patient reported that he did not feel good, but he didn't get sick from withdrawal due to having oral medication.

Event description:
The patient experienced some pain. The catheter issue was resolved.

Event description:
The mesh pouch surrounding the implanted pump strangled the catheter. This caused the catheter to leak. The system was revised. It was described as a 'complete redo.' Additional information has been requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B) (4).

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2015, information was received from a consumer regarding a patient receiving intrathecal morphine (unknown concentration); the dose was believed to be 5 or 6 mg per day via an implanted pump. The event date was 2010. The patient had an issue with his first pump. Scar tissue caused the catheter to dislodge. The patient did not feel sick but had a return in pain. A side port aspiration was done and it gave a false positive. The pump was end of life so it was replaced. During the surgery it was noticed that the catheter was dislodged. The catheter and pump were replaced.